Event description:
It was reported that there was a lead safety switch (lss) on this pacemaker system from bipolar to unipolar sensing configuration due to a right ventricular (rv) lead pacing impedance measurement that was greater than 3000 ohms. This measurement was high out of range. Emergent follow-up was performed for this patient including provocative maneuvers which revealed myopotential noise on the rv lead channel. All other lead measurements were normal in the unipolar configuration. Fluoroscopy imaging revealed ring conductor damage on this lead. The system was reprogrammed to a higher sensitivity level. It was noted that this lead will be further monitored. No adverse patient effects were reported. Currently, this lead remains in service.